Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "failed flow rate accuracy - delivered 21.64. Specification is 19-21 ml" was reproduced. Evaluation sent the device for flow accuracy testing at the rate of 40ml/hr at a volume to be infused of 40, with the results of 42.426 and the error percentage of 6.065%. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the pressure plate travel. The pressure plate travel required to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed flow rate accuracy, delivered 21.64 (specification was 19-21 ml) occurred in the biomedical service department. There was no patient involvement. No additional information is available.